Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was duplicated. Device failed the occlusion pressure test(out of specification) and at a higher actuation force. The error was found in the event history log multiple times. Replaced the defective and inoperable downstream occlusion sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed downstream pressure test at 32.00 psi during testing. There was no patient, or clinician injury associated with this event.